Event description:
It was reported that the patient experienced a driveline power a fault on (B)(6) 2024. The system controller and modular cable were exchanged. The exchange resolved the issue and the patient was stable.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via analysis of the returned modular cable. Review of the submitted log files captured revealed a driveline power fault alarm. The alarm did not affect the controller's ability to operate the system. The heartmate 3 vad modular cable was returned and evaluated at abbott. During the evaluation, the modular cable was placed on a mock loop with the returned controller and a driveline power fault became active when the modular cable was manipulated, confirming the reported event. Additionally, the resistance and current leakage of the individual wires using a digital multimeter and the brown (power a) wire had open line continuity, indicating that the wire was compromised. The cable was then dissected to reveal that the brown (power a) wire was found to be fully fractured approximately 2.5¿ from the controller connector which caused the driveline power fault alarm. Further investigation of the underlying wires in this area revealed that the red (power b) wire appeared to be partially fractured. The red wire became fully fractured upon the appliance of force. No further testing was performed. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 2 of the IFU provides instructions for replacing the modular cable when needed due to damage or fatigue. Sections 2, 6, and 7 of the IFU and sections 2, 4, and 5 of the patient handbook caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline, which may cause damage to the wires. Damage to the driveline may cause the pump to stop. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the used to call the hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU and section 5 of the patient handbook address all system alarm conditions, including driveline power fault alarms, as well as the appropriate actions associated with each condition. Section 8 of the IFU and section 4 of the patient handbook contain additional information regarding how to clean and care for the driveline. These sections instruct the user to keep the driveline clean and wipe off any dirt or grime. If the driveline gets dirty, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. Furthermore, section 8 of the patient handbook provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.